Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Distributor in (B)(6) reported the small battery drive system discharges fast and the batteries do not last more than 5 minutes. The reported event occurred during a pediatric hip osteotomy. There was a 45 minute delay in the surgical procedure. Procedure was completed successfully without an medical intervention and without any reported injury to the patient. This report is 10 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months has been reviewed. The item was previously returned on 15-jan-2013 for routine maintenance. A service request for this item was called in on 25-jun-2013 for fast discharge/batteries don't last more than 5 minutes. There is no information relevant to the current complained issue. Changed name to (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit does not hold charge could not be confirmed. The device was tested and the complaint wasn't duplicated.